Event description:
Report received of air observed in the tubing set while the device was in use. It was reported that the set was cracked and allowed air to enter the tubing. The exact location of the crack or where the air was noted in the set was unknown by the reporter. The reporter stated that the patient was possibly receiving an unspecified does of morphine via an apm pump. Multiple attempts to obtain further information have been unsuccessful.